Event description:
Per pt family report: family rented ventilator w/ attachments & accessories from dist. Pt awoke early a.m. & realized he was not receiving o/2 and alarm had not sounded. Given 0/2 from portable tank and ventilator & concentrator returned to dist. Dist reports checked and no defects identified. Pt w/changed mental status over next several days. Since returned to normal.